Event description:
The customer reported that the monitor was blank during fluoroscopy, thus no live image. There was no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.